Manufacturer narrative:
Additional correction/removal reporting number: 1627487-12192012-003-r. This ipg serial number was included in field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was inoperable as the patient ceased charging the device per the manufacturer's guidelines. The patient's ipg was replaced with a different model. Stimulation was restored post-op.